Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service due to lack of sensing, pacing and a low impedance measurement. An invasive procedure was performed and the physician found an insulation break behind the is-1 terminal. A new rate sensing lead was implanted.